Manufacturer narrative:
The asset/loaner was returned to the repair center, the customer¿s reported issue was confirmed. E105 and e107 were found, and caused by light-emitting diode failure. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available this medical device report will be supplemented accordingly.

Event description:
Olympus (osh) was informed that the asset/loaner visera elite ii video system center reportedly has an ¿e105¿ error. The issue occurred during an unspecified event. No death or injury was reported and no patient or procedure was involved.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the error codes e105 and e107 were due to a light-emitting diode failure. The root cause of the light-emitting diode failure was unable to be identified. Olympus will continue to monitor field performance for this device.